Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the device could not be interrogated. The device was explanted and replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
The device was received with a corrupted ID byte. The ID byte was corrected and telemetry was restored and the device was discovered to be in backup operation. Analysis of the device image reveals that backup occurred due to memory loss. After downloading product code, the device was determined to exhibit normal characteristics with a battery voltage above eri.